Manufacturer narrative:
Device evaluated by manufacturer: the specimen presents indications of a tensile overload of the ground region of the wire shaft approximately 1.50cm from the distal tip and a tensile shear overload of the intermediate coil to core solder joint with extensive stretching of the coil. The inner marker coil has also sustained a tensile overload approximately 5mm from its proximal end. The distal 1.9cm of the stretched coil segment presents bends that appear consistent with manual tip shaping. The specimen present numerous other bends and camber over the remainder of its length. Approximately 4.05cm of the ground region of the wire shaft is protruding through the coil wraps. The specimen was dissected to reveal the distal aspect of the core fracture by stretching the distal 20mm of the coil wraps to expose the inner marker coil and the distal aspect of the core wire fracture. No other damage or inconsistencies are noted to the specimen at this time. The distal and proximal joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary treatment procedure, guide wire coating damage occurred. The forte guide wire was initially used in the left circumflex (lcx) artery. The wire was removed intact with the intention of being placed in the right coronary artery (rca). However the physician noticed the wire's coating on the distal end had unraveled. On review of the films the physician can see the guide wire 'change'. There were no reported patient complications and the patient's status is fine.

Event description:
It was reported that during a coronary treatment procedure, guide wire coating damage occurred. The forte guide wire was initially used in the left circumflex (lcx) artery. The wire was removed intact with the intention of being placed in the right coronary artery (rca). However the physician noticed the wire's coating on the distal end had unraveled. On review of the films the physician can see the guide wire "change." There were no reported patient complications and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).